Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had error alarm on insulin pump and screen went blank. The customer¿s blood glucose level was unknown. Assisted customer with troubleshooting but display did not return. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a constant full segment display followed by constant tone due to faulty interface board. Unable to verify button keypad anomaly or watchdog timeout alarm due to constant full segment display. No blank display noted. No damage in the keypad assembly noted. The keypad connector lcd locked properly during visual inspection. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.